Manufacturer narrative:
These cannulae are used to divert large volumes of blood between the patient circulation and the cardiopulmonary bypass machine during cardiac surgery and, on occasion, ECMO (off-label use). Once additional information is received, a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a cannula separated from its connector during decannulation at the end of surgery. The patient was cannulated via the right femoral vein for cardiopulmonary bypass. The cannula had been in use for 2-3 hours. The cannula was disposed of after use. Prior to draping the patient, the femoral insertion site was prepped with chloraprep and povidone-iodine solution. There was no harm caused to the patient.

Manufacturer narrative:
Updated section b5.

Event description:
It was reported that a qd25 cannula separated from its connector during decannulation at the end of surgery. The patient was cannulated via the right femoral vein for cardiopulmonary bypass. The cannula had been in use for 2-3 hours. The cannula was removed in the usual fashion. There was no blood loss. The cannula was disposed of after use. Prior to draping the patient, the femoral insertion site was prepped with chloraprep and povidone-iodine solution. There was no harm caused to the patient. Nothing abnormal was noted about the cannula prior to use. The malfunction occurred during normal use of the cannula. The reporter was not aware of any anatomical issues which would have been contributing factors.

Manufacturer narrative:
Updated sections d4-expiration date, h4, and h6 (type of investigation, conclusions). Manufacturing records were reviewed and no non-conformities were recorded that would have contributed to this event. Based on the available information, the root cause of the event remains indeterminable.